Manufacturer narrative:
Pending return of complaint needle for evaluation. Three related events for the same treatment facility, same batch of needles: (B)(4): following an egg retrieval procedure, the patient developed hemoperitoneum requiring laparoscopy and aspiration of 1000 ml of blood on the same day as the procedure. It is noted that the procedure was difficult. Please note that the date of event has been listed in communications from the user facility and the local sales representative as 28 april 26 or 30 april 26. Clarification of the correct date of event has been requested. (B)(4): occurrence of hemoperitoneum during oocyte retrieval requiring hospitalization for monitoring without re-intervention by laparoscopy. (B)(4): hemoperitoneum occurred following an oocyte retrieval (in the context of intense ovarian stimulation with more than 40 follicles retrieved). The patient required laparoscopy and aspiration of blood the day after the procedure.

Event description:
Three events of hemoperitoneum using the same lot number of needles for ovum pick up procedure in the treatment facility. (B)(4): following an egg retrieval procedure, the patient developed hemoperitoneum requiring laparoscopy and aspiration of 1000 ml of blood on the same day as the procedure. It is noted that the procedure was difficult. The treating physician has clinical experience of the procedure of one year. Products used during the procedure: k-osn-1730-b-90 lot number a1199680, sivco needle guide réf 742-270 and cook medical k-mar-5200 (depression on the pump was -125 mmhg). An unknown number of follicles were punctured. Current patient status: surgical revision of the patient with a risk of poor prognosis for assisted reproductive technology (art). This adverse event is anticipated in the patient information leaflet supplied in france, but its prevalence has increased over the past year, with three incidents occurring within 2 days involving the same batch number. Actions taken at the healthcare facility for patient management: the batch has been quarantined. Related events: (B)(4): occurrence of hemoperitoneum during oocyte retrieval requiring hospitalization for monitoring without re-intervention by laparoscopy. (B)(4): hemoperitoneum occurred following an oocyte retrieval (in the context of intense ovarian stimulation with more than 40 follicles retrieved). The patient required laparoscopy and aspiration of blood the day after the procedure.